Event description:
It was reported by a physician' that a vns patient was deceased. The physician had not seen the patient since (B)(6) 2013. Additional relevant information has not been received to-date.